Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. Analysis showed that the perforation allegation could not be confirmed by laboratory analysis. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation in the heart wall. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation in the heart wall. No additional adverse patient effects were reported.